Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use. The customer tested negative with an unspecified sars-cov-2 pcr test. The customer was unresponsive to technical support attempts to collect additional information. No further information including cartridge lot number, cartridge serial number, reader serial number, patient specific information or confirmatory tests brand and test date.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.